Event description:
Since the patient was going to have a radiation procedure, the pacemaker was reprogrammed to doo. While the patient underwent his/her medical intervention (related to the radiation therapy), the user wanted to check aida memory data; however, when aida+ button was selected, the programmer session ended abruptly. After the radiation therapy, the pacemaker was re-programmed to its initial programmed settings.

Manufacturer narrative:
August 2, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.